Event description:
It was reported that "(B) (6) was in the process of inserting the blocker into the tulip head. The inserter was approaching the initial tightening, there was a loud screeching noise and the blocker snapped into two pieces."

Manufacturer narrative:
Add'l info has been requested, and will be submitted as a supplemental report once the investigation is complete.